Event description:
The distributor advised their sales rep ((B)(4)) that she had a patient who received blisters. This information was misplaced when our sales rep ((B)(4)) left the company - it resurfaced when a new sales rep was hired. After trying to reach the end-user, she called back - a lot of the information provided is old, and the user had a very difficult time remembering all the exact circumstances. The initial complaint is that the patient received blisters while using our intensity 10 device. The original date of the complaint was 4/15/2016 (to (B)(4) customer service department) - the incident happened on (B)(6) 2016. Again, the end-user received a burn while using our intensity 10 device. During treatment, she felt a low jabbing, as if the electrodes were not powerful (her words). It was a low intensity, but would then heighten and feel like a zap or a prickle. The electrodes were placed on her shoulder and were approximately 3" apart from one another. She had the intensity 10 device set on the shoulder selection with frequency of 80-100. She had the device approximately one week, and this was the first time she had used it. She was using 2x2 electrodes that the distributor had provided with the device. She had not yet used the electrodes that came with the device. She felt pain, but did not realize she actually had a burn until she went to the doctor for another reason and he noticed the burns. The burns lasted approximately 2 weeks. She did not seek medical treatment for the injury. The returned device tested within specifications, and the customer's complaint was unable to be duplicated.